Manufacturer narrative:
Clarification to b3. Date of event: 3 yrs ago was reported. Visual analysis: visual analysis of the photographs identified: ¿ rupture: not observed. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. ¿ malposition: unable to observe as it is not related to the manufacturing process. ¿ breast pain: unable to observe as it is not related to the manufacturing process. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Clarification d.6a: implant date: (B)(6) 2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the right side. The device remains implanted.